Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field-serviceable and is no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that there device will not power on. There was no report of patient use associated with the reported event.